Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had scale marking issues. The following information was provided by the initial reporter: unable to get an extra dose from the vial as previously. Very difficult to identify the 0.5ml marker. Air bubbles more of a problem. No harm however some of the pts had reported they found the injection painful. Yes we have some of the syringes left. During the clinic it was noticed we were unable to get the extra dose from the vials also there was difficulty with air bubbles. And there was leakage from the bunge.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had scale marking issues. The following information was provided by the initial reporter: unable to get an extra dose from the vial as previously. Very difficult to identify the 0.5ml marker. Air bubbles more of a problem. No harm however some of the pts had reported they found the injection painful. Yes we have some of the syringes left. During the clinic it was noticed we were unable to get the extra dose from the vials also there was difficulty with air bubbles. And there was leakage from the bunge.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2006425. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. Through examination of the retained samples, no defects were identified.